Manufacturer narrative:
(B)(4).

Event description:
This complaint has been evaluated based on the information provided; there is no allegation of death or serious injury. The customer reported that reconstructions did not complete as expected. The reconstructed images of the 35%, 40% and 45% heart phases of a transaortic valve implantation (replacement) scan (tavi) all appear to be of the same phase. The log files were reviewed and it was confirmed the operator is starting the final reconstructions without reviewing the electrocardiogram (ECG) wave and the images reconstruct without the necessary ECG data. The images are then reconstructed as a non-gated scan, but they are labeled incorrectly as the 35%, 40% and 45% phase. The images are used for surgery planning and there is a potential for serious injury if labeled incorrectly. This event is currently under investigation.

Manufacturer narrative:
A philips applications specialist was reviewing previous cardiac scans with the customer and found that reconstructions did not complete as expected for a gated cardiac scan. The reconstructed images of the 35%, 40%, and 45% heart phases of a trans aortic valve implantation (replacement) scan (tavi) all appeared to be of the same phase. The applications specialist confirmed there was no patient impact due to the reported issue. The applications specialist sent a usb drive with log files and image data to be investigated by philips engineering. The common image reconstruction system (cirs) team reviewed the log files and confirmed the correction vectors required by the cirs were not available to reconstruct the planned cardiac phases. The cirs team and console team concluded this is due to the operator not waiting long enough after the scan completes and reviewing the electrocardiogram (ECG) wave. It is necessary to wait for the console to recognize the ECG wave with the r tags so the cirs can receive the correction vectors necessary to reconstruct images of the planned phases. Without the correction vectors, the cirs will reconstruct the data for the online reconstructions as an ungated study and the images will appear to be of the same phase. The on-line reconstructed images are not a true 35%, 40%, and 45% cardiac phase and are labeled incorrectly as the planned cardiac phases. Off-line reconstructions can be done to successfully reconstruct images of the desired phases and the images will be labeled correctly. The console team confirmed the customer completed off-line reconstructions and the 35%, 40%, and 45% phases reconstructed successfully. The philips applications specialist provided additional gated cardiac training and cautioned the customer to wait the appropriate time after the scan is completed. The image reconstructions were completed again off-line. The images reconstructed correctly and were also labeled correctly. The cause of this reported issue was due to the operator not reviewing the ECG prior to selecting start final reconstruction of the images. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.